Manufacturer narrative:
Date of event is estimated. It was reported to abbott, a patient underwent a revision to address significant lead migration. The ipg was replaced because the header was damaged while trying to get it out of the pocket. The entire system was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-08251. It was reported the patient's leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the scs system was explanted and replaced to address the issue.